Manufacturer narrative:
On 06/13/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported rupture in the breast implant and breast pain. During evaluation of the sample it was observed to be intact. Leak test was not performed to avoid compromise the device integrity. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was not confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture of right breast prosthesis. Concomitant products: mentor memorygel breast implant 375cc gel breast prosthesis, catalog # 3503751bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was confirmed by mammogram. In addition, the patient reported that she began feeling knots under her right armpit and constant pain that makes it difficult to breathe and wear a bra. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 525cc gel breast prosthesis and a mentor memorygel breast implant 500cc gel breast prosthesis on (B)(6) 2019.